Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the longevity at the previous follow up was four years but one year remaining was shown at the latest follow up when it comes to this pacemaker. Premature battery depletion was alleged. A review was request from boston scientific technical services (ts). Ts noted that the data was limited as it was saved after counter reset. No adverse patient effects were reported. The device remains implanted.